Event description:
The manufacturer received information alleging a ventilator would not power on and was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code and a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issues.